Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had moisture under screen and insulin pump screen were hard to read. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self tests. No missing segments/partial displays, white displays, flashing displays, gray/faded displays, or unexpected display anomalies were noted during testing. Did not note any moisture underneath the lcd window or on the lcd screen itself which would make it difficult to see the display. The unit was received in a state such that the user can easily read and navigate the menus. After further review, however, there are traces of previous moisture presence on the back of the lcd screen and on the front of electrical board 1 just below the lcd screen.